Event description:
New information received notes, the lead was capped.

Event description:
It was reported that t-wave oversensing was observed. After a successful dft, the lead was damaged. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.